Event description:
International affiliate reported that the device was implanted following a hysterectomy procedure. The device appeared stuck and would not slide and subsequently broke during removal. The patient was returned to surgery for fragment excision in 2006.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound.